Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. All valves are 100% tested at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that the device was found to be overdraining. According to the report, the device was explanted on (B)(6) 2016. Reportedly, there was no injury to the patient.

Manufacturer narrative:
The returned valve was patent. The valve met the requirements for leak testing. However it did not meet the requirements for siphon, reflux, pressure flow and pre-implantation testing. Proteinaceous debris was observed in the interior and on the exterior of the valve. Debris within the valve may hold pressure-flow controlling mechanisms open affecting the flow of fluid through the valve. The instructions for use that accompany the device caution that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization, or other debris.¿ a review of the manufacturing records was not possible as no lot number was provided. All valves are 100% tested at the time of manufacture. Additional patient information: the patient's weight has been provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.